Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported the subject underwent manipulation under anesthesia after experiencing stiff post operative left knee. The subject required an overnight stay in hospital.